Event description:
It was reported that customer received button error alarm. Pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to corroded keypad trace. Pump had missing display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.